Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customers blood glucose level. Customer had not checked bg level since earlier that day and the customer stated they were okay. It was indicated that the customer had manual injections as alternate insulin therapy available.